Manufacturer narrative:
No sample has been returned as yet, however, the customer has indicated the sample is available and will be sent for evaluation. Additional information will be provided, via a follow up report at that time.

Event description:
Event desc: customer reported that a 2" piece of the feeding tube broke off while inside the patient. The broken piece passed through the digestive tract, and there was no harm to the patient.